Event description:
The tip of the resectoscope broke during a transurethral resection of a prostate. The surgeon was able to retrieve the broken piece of the scope with a grasper. FDA safety report ID# (B)(4).